Event description:
The technician alleged that when the intellidrive handles were moved forward, the bed would run in reverse. No pt impact.

Manufacturer narrative:
The technician replaced the left push handle to resolve the issue.